Event description:
Legal counsel for patient reported that patient underwent an anterior cervical discectomy and fusion on (B)(6) 2011. Patient's legal counsel reports patient allegations of pain and discomfort. Legal counsel alleges that x-rays taken revealed two fractured screws. Revision procedure was performed on (B)(6) 2012 to remove and replace hardware. Legal counsel alleges that the tips of the screws were unable to be removed. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. However, the package insert contains the following information for the health care practitioner: "these implants are intended only to assist healing and are not intended to replace normal body structures. Delayed union or nonunion of bone in the presence of weight bearing or load bearing, could eventually break the implant due to metal fatigue. Therefore, it is important that immobilization of the operative site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established. Factors such as the patient¿s weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the load and number of cycles to which the implant is subjected. The surgeon must be thoroughly knowledgeable in the medical, surgical, mechanical and metallurgical aspects of the implants. Postoperative care is extremely important. The patient should be warned that non-compliance with postoperative instructions could lead to breakage of the implants and/or possible migration requiring revision surgery to remove the device." "Implant strength and loading. These devices are not designed to withstand the unsupported stress of full weight bearing and/or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bones. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue. Loads produced by weight bearing and activity levels will dictate the longevity of the implant." "A patient must be instructed on the limitations of the metallic implant, and should be cautioned regarding physical activity and weight bearing or load bearing prior to complete healing." The package insert also includes the follow as possible adverse effects: bending, fracture, loosening or migration of the implant; pain, discomfort, or abnormal sensations due to presence of the implant. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00129/00131).